Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 to 3 months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7160311 UDI: (B)(4). Product family: scs-linear leads upn: m365sc3138250 model: sc-3138-35 serial: (B)(6) batch: 7075465 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing loss of stimulation despite multiple reprogrammings. The patient underwent a spinal cord stimulation (scs) explant procedure. The procedure went well and is recovering well. Facilities kept the product, and it will not be returned.

Event description:
It was reported that the patient was experiencing loss of stimulation despite multiple reprogrammings. The patient underwent a spinal cord stimulation (scs) explant procedure. The procedure went well and is recovering well. Facilities kept the product, and it will not be returned.

Manufacturer narrative:
Correction to the initial MDR in block h11. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7160094, UDI:(B)(4). Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7160311, UDI: (B)(4).